Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of similar complaints both at the specific facility and in general was performed with one similar complaint identified. This will continue to be trended. A review of the IFU was performed and it was confirmed the IFU gives instruction for proper handling of e849 failure (lamp error). This may have potentially prevent the reported complaint. Code e849 error message: lamp error possible cause: the time of tapping the "lamp" button is short. Solution tap the "lamp" button for more than 1 second. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. An e105 occurred due to a failure of the lamps. It is likely that this occurred because the button was not pressed for 1 second or longer when the user tried to turn off the lamp. In addition the device has been more than 2 years in service and the led lamp may have failed. Also the device concerned is a demonstration set, and it is also considered possible that excessive were and tear cause it to break down due to vibration or impact during transportation.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A lamp error (e849) occurred and main lamp of the device did not ignite and spare lamp worked. The user replaced the device to another device and completed a procedure. Then, an evaluation of the device by the olympus repair center confirmed that a lamp error (e105) occurred and the main lamp did not ignite. There was no report of patient injury associated with this event.